Manufacturer narrative:
Follow-up #2: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the pump¿s black box revealed that due to continuous use of the pump, the black box data/ histories for the even had been overwritten. The available insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The patient called back on 03/03/2015 and provided additional information for the original complaint. On (B)(6) 2015, the patient¿s blood glucose (bg) was below 20 mg/dl and had lost conciseness. Emergency services were initiated and the patient was taken to the hospital where the patient was treated with intravenous fluids, intravenous glucose, and was given food/drink by the medical personnel at the hospital. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Review of potential inaccurate delivery issues determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for perceived inaccurate delivery and potential causes for bg issues did not identify any assignable causes. The reported issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown causes.